Event description:
On 29/nov/2022, fresenius became aware this peritoneal dialysis (pd) patient was being treated for peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,869 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily and cefazolin 1000 mg for 5 days. On (B)(6) 2022 the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were discontinued. Subsequently the patient was prescribed ip vancomycin 2000 mg twice weekly for 21 days. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. It was verified that the patient utilizes a stay safe organizer.